Event description:
Caller claimed that the desiccant packaged with an easy cap end tidal co2 detector became hot after becoming wet with blood and water. Caller claimed that the pt's skin was burned, as were their own fingers when they handled the packet. Pt subsequently expired, but reporter stated that the pt had experienced a head injury that was not survivable, and that this event did not cause or contribute to the pt's outcome.